Event description:
It was reported that while connecting a new g7, the user announced a meal and later reported a glucose value of 69 mg/dl, then self-treated with orange juice; this scenario was associated with an incorrect procedure related to meal announcement and user interface use. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, but a usage problem was identified consistent with incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.